Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting cardoversion on a patient (age & gender unknown), a spark was seen from the pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The product was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The pads were returned in their original packaging, observed to have been opened, and were found stuck together face-to-face. Despite this, there were no indications of prior use upon examination. The cable gasket was still attached to the pouch seal. A visual assessment of the electrodes, including the conductive plates, was inspected, revealing no signs of defibrillation discharge. Electric testing confirmed that the electrodes defibrillated properly without any arcing or sparking. Based upon testing, there is no fault found with the pads. The pads work as expected. Analysis of reports of this type has not identified an increase in trend.